Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early-june 2015 that issues were noted when this subcutaneous implantable cardioverter defibrillator (s-ICD) programmer was going through a new software update. The programmer would scan and find the device, however, when the field representative selected the correct device it takes a long time to find it or at times does not find it. There were no issues noted prior to the software upgrade. This happened at an implant and twice during device follow-ups. The field representative then noted the programmer had fallen at the clinic and was in three pieces.